Event description:
Dexcom g6 sensor applicator failed to release the sensor, when being applied to the lower back area of a (B)(6) year-old child. The applicator remained stuck on the body with the catheter insertion needle extended approximately 1/2 inch under the skin. Had to apply an adhesive solvent and remove the entire sensor, which was difficult and painful with the needle extended. Note that this same problem occurred consecutively to two individual sensors, from separate lots, on the same day. FDA safety report ID # (B)(4).